Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: review of x-rays by the MFR revealed a gross lead fracture. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country rep in the (B)(4) that there was a vns pt with high lead impedance on their system diagnostic testing. X-rays were reviewed at the MFR and a gross lead break was noted near their electrodes. Good faith attempts are underway for further details.